Manufacturer narrative:
Corrected data: the customer received a replacement electrode tray. Additional mfg narrative: based on the complaint description, it is likely that the electrodes did not properly adhere to the patient due to a deployment error while removing the electrodes from the electrode tray. The description states that, upon inspecting the device after the event, the customer found the plastic liner from the electrode tray stuck to the adhesive on the electrodes. The plastic liner is likely the cause for the electrodes not adhering to the patient, but this could not be confirmed as the electrode tray was discarded by the customer and was not returned for evaluation. The reported issue could not be verified or duplicated. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not detect a patient connection through its defibrillation electrodes. This issue may prevent the device from providing therapy if it were needed. There was no harm to the patient as a result of the reported event.

Event description:
The customer contacted stryker to report that their device would not detect a patient connection through its defibrillation electrodes. This issue may prevent the device from providing therapy if it were needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.